Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system, pe-lined solution set leaked at "the connection of the hard white plastic on the tubing and the clear tubing below the blue clamp". The process step was not specified. There was no patient involvement. No additional information is available.